Event description:
It was reported that during a da vinci cystectomy procedure, the small grasping retractor instrument cable broke. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's pitch up cable was broken at the distal clevis hub. The broken segment that contained the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.